Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the stents dislodged off the balloon upon insertion through the 6fr cook introducer sheath. The introducer sheaths used in this case were returned. The complaint details also mentioned that there were two devices used in the procedure and the stents dislodged in the two separate introducer sheaths that were returned. Upon investigation it was noticed that the two icast 5mm x 16mm x 120cm covered stent delivery systems were from two separate production lots of catheters. The returned devices balloon surfaces were evaluated to determine if the stent was crimped properly during manufacturing (when the stents are crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon). The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible on both samples indicating that the stents were properly crimped during manufacturing. The introducer sheaths used in the case were returned. Both the introducer sheaths were inspected to ensure the sheaths were not damaged. No damage was noticed during this inspection. As the stents were no longer on the stent delivery system both the introducer sheaths had a guide wire placed through the sheath. In both instances the dislodged stents were found within the sheath in the location just distal of the hemostasis valve. Both stents were easily pushed out of the introducer sheath with minimal effort through the distal tip using a .035" guide wire. Both the stents were measured and found to be 2.1mm. This is slightly larger than the population of the test data obtained from the quality inspection records and is due to the stent being dislodged over the balloon cones of the delivery system. The introducer sheaths were pinned using a series of pin gauges and the hemostasis valve accepted a .085" minus pin gauge albeit tight. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that the two lots of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the two devices and or the lots of the stent delivery systems in question.

Event description:
During a fenestrated endovascular case a stent came off the balloon in the sheath. No harm to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. (B)(4).